Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that the initial length of the ar-1588rt-2j tightrope ii rt required extension during the procedure, which was achieved using tweezers. Following this adjustment, fraying of the tape was observed. Due to the potential risk of breakage, the device was discontinued, and no fragments remained in the patient. The case was completed using a replacement ar-1588rt-2j tightrope ii rt. There was no significant delay, no additional anesthesia administered, and no adverse effects reported. No photos were taken of the event. This issue occurred during a knee lcl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.